Event description:
It was reported that the insulin pump alarmed motor error. The caller stated that the customer was unable to rewind the insulin pump and had disconnected from the device. The customer stated that the insulin pump had not been exposed to a strong magnetic field or dropped. The customer did not recall if there had been a motor position encoder error alarm. The caller did not know the blood glucose reading. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor anomaly. The insulin pump was received with minor scratches on lcd window and reservoir tube window.